Manufacturer narrative:
The impella device has been received from the customer. Upon completion of the investigation, a supplemental MDR will be filed.

Event description:
The user facility reported that the patient on impella 5.5 support had placement signal not reliable alarm. The aic is being requested to be returned for evaluation.